Manufacturer narrative:
Date of event is an unknown date in 2019. This report is for an unknown lcp plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal/revision due to complications from infection and poor bone quality. Synthes locking compression plates (lcp) as well as an s-rom stem/sleeve construct was removed, as well as the cup and liner; a temporary spacer was placed. On (B)(6) 2019, the patient was implanted with two (2) lcp plates and an unknown number of screws to treat a mid-femoral fracture. The pinnacle liner and s-rom head were also exchanged at that time. The original surgery was done on (B)(6) 2014, at ocr in (B)(6). The procedure outcome and patient status are unknown. This report is for an unknown lcp plate. This is report 1 of 2 for (B)(4).